Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two leads had dislodged two days post implant. Both leads remain in use, but a lead revision is planned for the two leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both leads were explanted.